Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to low vaulting and there was significant reduction of endothelial cell counting or significant endothelial cell loss. The icl was exchanged for a longer lens and the problem was resolved. The patients post-operative best-corrected visual acuity was 20/40.

Manufacturer narrative:
(B)(4): (reduction of endothelial counting or endothelial cell loss). Size incorrect for patient. (Lens explanted). (B)(4).

Manufacturer narrative:
The reported loss of endothelial cell was incorrect and reported in error. The reporter indicated the patient had more endothelial cells post-op than pre-op. Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
Additional information received - the facility indicated the report of endothelial cell loss was incorrect and was reported in error, the patient had more endothelial cells post-op than pre-op.